Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a left total knee replacement on 2015. Shortly afterwards (within a year) patient started experiencing pain in knee. After repeated visits to the doctor, it was determined that patient need a knee revision on the lower component as it had caused damage/chipping of tibia under the component due to slippage. I had the revision on of 2017. The components used in both previous surgeries were made by depuy/depuy, model is stigma. Had to have left knee revision surgery to remove and replace a failed lower component. Suggest replacement of all components with those from a different manufacturer. Doi: 2015; dor: (B)(6) 2017; (left knee).